Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up from the consumer reported that one device had to come out because it was not working and actually hurting the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v879144, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer's family member reported he went to help the patient adjust stimulation as she was not feeling stim. When he increased the intensity, then patient said it was shocking so they turned the stimulation off. The next day, they went to see the health care professional (hcp) and the same thing occurred. The hcp suggested replacement, device was replaced. There was a sudden change in therapy noted.